Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's permanent implant procedure, a dural tear occurred while the physician was attempting to place the scs lead. As a result, the physician attempted to place another scs lead to no avail. The physician sealed the tear with durigen and the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where a laminectomy was done on t11-12 and a lead was implanted at l1-l2 retrograde. The patient was receiving effective therapy postoperatively.